Event description:
Event occurred in the united states of america. Discrepant high with tni triage cardiac lot t15597rn vs unknown hospital method sample type: wblood patient 1: symptoms: chest tightness, high bp, poor sleep final diagnosis: chest pain no treatment performed based off of triage.

Manufacturer narrative:
Investigation into this issue is ongoing.

Manufacturer narrative:
Unable to determine the root cause of the discrepant high tni observation. In-house testing illustrated that the product is performing as expected relative to the complaint and the data has been determined to be acceptable according to the risk statement. Although an exact root cause has not been determined, the issue was not repeated with additional testing, and appears to be an isolated event. Based on the information available, there is no indication of a product deficiency and no corrective action is required.